Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the failed pulse testing. The cause for the failure was isolated to a lifted solder pad at high-voltage capacitor c19 on the defibrillator pca. The lifted pad resulted in thermal damage to multiple components on the computer analog and defibrillator pcas. The root cause for the damaged capacitor solder pads could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it failed pulse testing during device reconditioning.